Event description:
The operator manually moved the telescopic ceiling suspension on this x-ray system upwards and one of his fingers was squeezed between two adjacent parts. The finger was diagnosed with a fracture.

Manufacturer narrative:
Eval results, and conclusion: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.